Event description:
The facility representative reported a flo-gard infusion pump with an alarm for air in line. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an alarm of air in line was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be the air in line sensors being out of calibration. The sensors were recalibrated to correct this condition. The device was returned to the customer in good working condition. Should additional information be received, a follow-up medwatch will be submitted.